Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced a hemorrhagic cerebrovascular accident while being hospitalized for a transient ischemic attack. The patient expired after care was withdrawn and the lvad pump was stopped. The hvad pump ((B)(4)) was not returned to the manufacturer for evaluation as it remained implanted postmortem. Hemorrhagic stroke and death are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that this (B)(6) male patient experienced a hemorrhagic cerebrovascular accident three days later after being hospitalized for a transient ischemic attack (tia). The patient's specific neurological symptoms were not provided. A computerized tomography (CT) scan revealed bleeding in his intraparenchymal right basal ganglia with a midline shift. The decision was made to stop the left ventricular assist device (lvad) and to withdraw therapy and the patient expired. An autopsy was not performed and the device was not explanted.